Event description:
Customer reportedly received the following results on the go system within 10 minutes: lo (less than 10 mg/dl) and 261 mg/dl; 18 mg/dl and 239 mg/dl; lo and 168 mg/dl. The comparisons were obtained at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).